Manufacturer narrative:
The device remained implanted. Review of the manufacturing documentation confirmed that the device met all requirements for release. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis; which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. Device remained implanted.

Event description:
Approximately twenty-seven and a half months after the implantation, the patient developed elevated vad power consumption. The patient is reported to have been asymptomatic. The patient was initially treated with a heparin infusion without success. He then received tpa. Laboratory testing appears to have demonstrated that the patient plavix was ineffective. His medications were then adjusted to include the replacement of sintrom with marcoumar, the discontinuation of plavix and the introduction of ticagrelor (90mg twice a day). The event was reported to be related to previous fibrin deposits along with the ineffectiveness of the patient's plavix.